Manufacturer narrative:
Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause and resolved with standard treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced low glucose while using the ilet system, with the pump showing 77 mg/dl and a confirmatory fingerstick of 67 mg/dl, after earlier concern when glucose was trending down; the event was managed per user education to treat low glucose. Symptoms included hypoglycemia without reported loss of consciousness or seizure. Outcomes included self-treatment with oral carbohydrate and recovery to 85 mg/dl, with continued monitoring and no medical intervention or hospitalization.